Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the "machine can't be used to cut hemorrhoidal tissue"? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Where within the gap setting scale was the orange indicator prior to firing?

Event description:
It was reported that the device can't be used to cut hemorrhoidal tissue. Use another similar device. The method used was longo.

Manufacturer narrative:
(B)(4). Batch # n55m93. Additional information was requested and the following was obtained: when the "machine can't be used to cut hemorrhoidal tissue"? After stitching the nostril, while inserting the hemorrhoids into the compartment, the doctor closed the anvil head, pressed and cut and the crane is hard to press. Did the device staple? Yes. Was the staple line complete? No. Were there any staples missing from the staple line? Yes, all. What was the shape of the staples there is no any cut line, so no shape of the staples. Please clarify the "crane is hard to press." When you press the firing handle & it is smooth, the staple line can be done. When the firing handle is hard to press, no staple line can be finished. Device evaluation: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition accessories were received. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: first picture shows a device inside of the blister with accessories, and the safety lockout can be seen disengaged. Second picture shows an rsc box, over the box is a plastic bag with labels with lot numbers; n9283w, exp date 06/2021 pph03. Based on the pictures alone no conclusion could be reached on how the reported event occurred.